Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. The irritation was described as open and weeping sores. The patient's nurse advised the patient to remove the device to let his skin heal. Follow-up indicated that the rash had healed.